Event description:
It was reported that the insulin pump alarmed for button errors and that the buttons were not responsive. The blood glucose reading was 13 mmol/l. Nothing further was reported.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
Insulin pump had no button response due to corroded keypad traces. No button error alarms noted. Insulin pump had a cracked reservoir tube lip, cracked display window, minor scratches on display window, missing end cap sticker, cracked reservoir tube and cracked case near display window corners noted during visual inspection.